Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 31-year-old female patient who had essure (batch no. 20182094-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Medical conditions: current weight 158 lbs. Concurrent conditions included irregular periods, red rash, dizziness, micturition frequency increased, hematuria, upper respiratory infection, vomiting, flank pain, bloating, vaginal bleeding, burning micturition, blood in urine, vertigo, ankles swelling and antiphospholipid syndrome. Concomitant products included meclozine hydrochloride (meclizine hcl). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia, menometrorrhagia"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pelvic pain / pain in pelvic area"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("anxiety & mental anguish"), depression ("depression"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced hypersensitivity ("allergy") and urinary tract disorder ("urinary problems"). The patient was treated with norethisterone acetate (norethindrone acetate). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, menometrorrhagia, vaginal discharge, back pain, urinary tract disorder, urinary tract infection, migraine, nausea, anxiety, depression, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, menometrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for abdominal, dysmenorrhea (cramping), menorrhagia, bladder/urinary problems: urinary probs. Pain medication consisted of over-the-counter acetaminophen/ nsaids. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff did not undergo essure confirmation test. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.154 kgs. Hysteroscopy - on (B)(6) 2009: essure coils placed without difficulty with 5 coils visible from left ostia. Ultrasound scan - on (B)(6) 2016: lobulation of left kidney possibly due to persistent fetal lobulation or scarring. Small simple cyst in the upper pole of the left kidney. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, weight gain, nausea. Lot number reported 20182094 is not valid. Most recent follow-up information incorporated above includes: on 23-oct-2019: update of information (batch number is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a 31-year-old female patient who had essure (batch no. 20182094-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". Medical conditions: current weight 158 lbs. Concurrent conditions included irregular periods, red rash, dizziness, micturition frequency increased, hematuria, upper respiratory infection, vomiting, flank pain, bloating, vaginal bleeding, burning micturition, blood in urine, vertigo, ankles swelling and antiphospholipid syndrome. Concomitant products included meclozine hydrochloride (meclizine hcl). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia, menometrorrhagia"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain / pelvic pain / pain in pelvic area"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("anxiety & mental anguish"), depression ("depression/ psych injury"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced hypersensitivity ("allergy") and urinary tract disorder ("urinary problems"). The patient was treated with norethisterone acetate (norethindrone acetate). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, hypersensitivity, menometrorrhagia, vaginal discharge, back pain, urinary tract disorder, urinary tract infection, migraine, nausea, anxiety, depression, fatigue, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, menometrorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for abdominal, dysmenorrhea (cramping), menorrhagia, bladder/urinary problems: urinary probs. Pain medication consisted of over-the-counter acetaminophen/ nsaids. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff did not undergo essure confirmation test. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.154 kgs. Hysteroscopy - on (B)(6) 2009: essure coils placed without difficulty with 5 coils visible from left ostia. Ultrasound scan - on (B)(6) 2016: 1. Lobulation of left kidney possibly due to persistent fetal lobulation or scarring. 2. Small simple cyst in the upper pole of the left kidney. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, weight gain, nausea lot number reported 20182094 is not valid. Most recent follow-up information incorporated above includes: on 23-jun-2020: this case should be mark for deletion due to potential duplicate of case 2018-235624. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)') in a (B)(6) female patient who had essure (batch no. 20182094) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concurrent conditions included irregular periods, red rash, dizziness, micturition frequency increased, hematuria, upper respiratory infection, vomiting, flank pain, bloating, vaginal bleeding, burning micturition, blood in urine, vertigo and ankles swelling. Concomitant products included meclozine hydrochloride (meclizine hcl). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia),") and menometrorrhagia ("abnormal bleeding (vaginal, menorrhagia): menorrhagia, menometrorrhagia"). In (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), abdominal pain ("pain: abdominal pain") and back pain ("pain: lower back pain"). In (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety, depression & mental anguish"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: anxiety, depression & mental anguish"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced hypersensitivity ("allergy: other") and urinary tract disorder ("bladder/urinary problems: urinary probs"). The patient was treated with norethisterone acetate (norethindrone acetate). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, anxiety, urinary tract disorder, urinary tract infection, menometrorrhagia, migraine, nausea, depression, fatigue, alopecia, vaginal discharge, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dysmenorrhoea, fallopian tube perforation, fatigue, hypersensitivity, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for abdominal, dysmenorrhea (cramping), menorrhagia, bladder/urinary problems: urinary probs. Discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.154 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan. On an unknown date: 1. Lobulation of left kidney possibly due to persistent fetal lobulation or scarring. 2. Small simple cyst in the upper pole of the left kidney. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, weight gain, nausea most recent follow-up information incorporated above includes: on 3-oct-2019: pfs & mr received: lot number and events onset date are added. New events she didn¿t undergo an essure confirmation test, menometrorrhagia, uti, nausea, migraines, anxiety, depression, fatigue, back pain, hair loss, vaginal discharge, weight gain were added. Reporters, lab data, concomitant condition and drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.